Event description:
Same case as MFR report #: 2134265-2008-04600. This device was returned for eval as it was of the same lot as the related complaint device. Eval of the returned device showed foreign matter present on the device. The facility has reported that the device package was completely sealed and was opened at the facility in the catheterization lab. It was also reported that the device was not removed from the protective hoop and was not handled prior to return.

Manufacturer narrative:
Visual and microscopic examinations were performed on the surface of the stent on the returned device. The surface of the stent appeared to be non-uniform. The surface of the stent was covered in a white thread like material along the entire length of the stent. At higher magnification it was also possible to view white angular particulates on the surface of the stent. The device was returned inside the original pouch in which the taxus device was shipped to the customer. However, the pouch was opened. The device was returned inside the protective coil with the product mandrel inserted and stent balloon protector attached. No kinks or damage were noticed along the shaft of the device. The balloon, stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. The returned device was connected to an encore inflation unit. The inflation device was pressurized to 12 atm for 60 seconds to inflate the balloon and then the balloon was deflated. The stent was removed and dissected in two. One of the stent sections was submitted for analysis. A finished stent was also submitted for comparison as a control. The analysis of the returned stent concluded that the stent contained both: fibrous contamination which is a mixture of fine and coarse cotton in both a dyed blue and an un-dyed color (appears white); significant levels of non-fibrous contamination present which are most probably skin cells. These are consistent with the white angular particulates observed on the stent surface at higher magnification. A review of the mfg documentation for the batch found no anomalies or deviations during the manufacture of this batch. Mfg operations conducted a detailed review of the batch documentation with focus on the two types of particulate on the stent. It was concluded that there were no issues identified related to drug coating formulation or application, or the stent to catheter assembly process that would have contributed to this complaint. The most probable root cause classification of this event is undeterminable as the review and analysis of all available info fails to indicate a root cause or probable root cause. This is because the exact source of the foreign matter could not be determined.